Manufacturer narrative:
Investigation completed on a smith medical medfusion 4000 pump. The complaint of under infusion could not be substantiated. Event log revealed no error and ehl attached in findings which revealed : main rate 20.8 ml/hr, time 01:00:00 hh:mm:ss, syringe monoject (60 ml). Infusion was start at 18:30 and ended at 19:30 with the program volume delivery at 20.8 ml when infusion complete, which is the exact amount of medication was programmed (reference page 3-5 in ehl). No problem was found, pump was operated as intended. The pump was found to be in good physical condition when arrived for investigations. No fault could be found.. The device was cleaned, greased, calibrated and passed all testing before release.

Event description:
Information received a smiths medical medfusion 4000 pump syringe plunger stopped infusing with medication left in syringe. Left in syringe was 30 ml after pump revealed infusion completed. No patient adverse events reported.